Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 500 mg/dl with a racing heart, rapid, deep breathing/shortness of breath and/or chest pain associated with an intermittent power issue. It was reported that the patient was hospitalized, discontinued pump therapy, and was treated by their healthcare provider with insulin via injection and IV fluids. Reportedly, the patient had a small cardiac blockage. During troubleshooting with customer technical support (cts), it was revealed that the patient had experienced intermittent power due to incorrectly tightening the battery cap onto the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not properly securing the battery cap to the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.